Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation to treat pelvic organ prolapse. It was reported that the patient underwent mesh excision on (B)(6) 2007 due to erosion, pain and infection.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat stress urinary incontinence, cystocele, and pelvic organ prolapse concurrently with a total abdominal hysterectomy and bilateral salpingo-oophorectomy. It was reported that the patient underwent mesh removal on (B)(6) 2009. No additional information was provided.